Manufacturer narrative:
The pump was received with high currents due to a corroded battery tube, minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No unexpected weak battery or failed battery test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery, weak battery and failed battery test. Customer's blood glucose at time of incident was 214 mg/dl. Customer was advised to insert new aaa alkaline battery and monitor pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there are scratches on screen. Customer advised that the screen has been scratched for about a year but keeps getting worse and cannot see it anymore and can't read the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.